Event description:
During use of the device for a non-clinical activity, the user reported the magnetic detente assembly on the left side of the roller head was broken off. The user also reported, the occlusion indicator ring was cracked. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.